Manufacturer narrative:
This complaint was not verifiable. Per the user facility's biomedical engineer (biomed), they are retiring the device. No add'l action will be taken at this time.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the sternal saw had weak operation. The biomed tried to lube the chick which didn't make a difference. Since the event occurred during preventative maintenance, there was no pt involvement.